Event description:
It was reported that the patient received an inappropriate shock and presented to the emergency room. Chest x-ray was performed and revealed the right ventricular lead had dislodged. On (B)(6) 2017, the lead was explanted and replaced. The patient experienced no adverse consequences from the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Additional information stated that on 5/18/17, the right ventricular lead also exhibited oversensing.